Event description:
It was reported that customer experienced cgm error with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer was provided with complete pump reset instructions and planned to reset pump when ready and contact technical support again if issue persisted.